Event description:
It was reported to philips that the system's table-top mattress slipped when moving the patient from the bed to the table. The system was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.